Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock for a rhythm that started in the monitor only vt-1 zone and then accelerated into the ventricular tachycardia (vt) zone. The patient had rhythm identity programmed on and the caller was wondering why it was not applies. Boston scientific technical services (ts) discussed redetection and no discriminators available during that period. The patient's tachycardia zones were reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.